Manufacturer narrative:
The customer's device was not returned to stryker for evaluation. The service technician confirmed that the customer was able to clear the logged event codes. The device remained with the customer. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement reported with the event.